Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right tubal os was noted with a small portion of the essure device'), uterine perforation ('uterine perforation/5 mm uterine perforation noted in right fundus- no active bleeding'), fallopian tube perforation ('perforation (other)perforation of left fallopian tube is suspected'), device dislocation ('migration of essure device location of device / the essure was found adhered to the distal omentum/foreign body in vagina- right side-suspected essure device/essure device was noted in abdomen over area of sacrum'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. E88264-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: bacitracin. Concurrent conditions included low grade fever and gas. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("unable to thread the left tube"). The patient was treated with surgery (hysteroscopy - general/operative hysteroscopy with removal of foreign body, on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as date of insertion was reported : (B)(6) 2017, (B)(6) 2017. Removal details reported as : (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. (B)(6) 2017:right essure device removed with right fallopian tube. Essure confirmation details are not provided in pfs. (B)(6) 2017(per mr)- insertion details: progress notes: patient is here today for essure procedure I was able to do the right side without difficulty, but unable to thread the left tube· either due to occlusion or spasm. Will have her return to clinic 1 week to retry (B)(6) 2019(date of service per mr): hysteroscopy - general/operative hysteroscopy with removal of foreign body. Specimens- remainder of essure device from right side. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2017: essure device was noted in the abdomen over the area of the sacrum. Hysterosalpingogram - on (B)(6) 2017: diagnosis: encounter for post essure sterilization check. X-ray gastrointestinal tract - on (B)(6) 2017: initial reading in the or was that and essure device was not noted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: device dislocation, fallopian tube perforation, uterine perforation. Lot number [ e88264 ] is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right tubal os was noted with a small portion of the essure device'), uterine perforation ('uterine perforation/5 mm uterine perforation noted in right fundus- no active bleeding'), fallopian tube perforation ('perforation (other)perforation of left fallopian tube is suspected'), device dislocation ('migration of essure device location of device / the essure was found adhered to the distal omentum/foreign body in vagina- right side-suspected essure device/essure device was noted in abdomen over area of sacrum'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. E88264-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: bacitracin. Concurrent conditions included low grade fever and gas. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("unable to thread the left tube"). The patient was treated with surgery (hysteroscopy - general/operative hysteroscopy with removal of foreign body, on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as date of insertion was reported: (B)(6) 2017. Removal details reported as: (B)(6) 2017. On (B)(6) 2017: right essure device removed with right fallopian tube. Essure confirmation details are not provided in pfs. On (B)(6) 2017 (per mr)- insertion details: progress notes: patient is here today for essure procedure I was able to do the right side without difficulty, but unable to thread the left tube· either due to occlusion or spasm. Will have her return to clinic 1 week to retry. On (B)(6) 2019 (date of service per mr): hysteroscopy - general/operative hysteroscopy with removal of foreign body. Specimens- remainder of essure device from right side. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2017: essure device was noted in the abdomen over the area of the sacrum. Hysterosalpingogram - on (B)(6) 2017: diagnosis: encounter for post essure sterilization check. X-ray gastrointestinal tract - on (B)(6) 2017: initial reading in the or was that and essure device was not noted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: device dislocation, fallopian tube perforation, uterine perforation. Lot number [e88264] is not valid. Most recent follow-up information incorporated above includes: on 18-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right tubal os was noted with a small portion of the essure device'), uterine perforation ('uterine perforation/5 mm uterine perforation noted in right fundus- no active bleeding'), fallopian tube perforation ('perforation (other)perforation of left fallopian tube is suspected'), device dislocation ('migration of essure device location of device / the essure was found adhered to the distal omentum/foreign body in vagina- right side-suspected essure device/essure device was noted in abdomen over area of sacrum'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. E88264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: bacitracin. Concurrent conditions included low grade fever and gas. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("unable to thread the left tube"). The patient was treated with surgery (hysteroscopy - general/operative hysteroscopy with removal of foreign body, on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as date of insertion was reported :(B)(6) 2017, (B)(6) 2017. Removal details reported as :(B)(6) 2017,(B)(6) 2017 and (B)(6) 2017. (B)(6) 2017:right essure device removed with right fallopian tube. Essure confirmation details are not provided in pfs. (B)(6) 2017(per mr)- insertion details: progress notes: patient is here today for essure procedure I was able to do the right side without difficulty, but unable to thread the left tube· either due to occlusion or spasm. Will have her return to clinic 1 week to retry (B)(6) 2019(date of service per mr): hysteroscopy - general/operative hysteroscopy with removal of foreign body. Specimens- remainder of essure device from right side. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2017: essure device was noted in the abdomen over the area of the sacrum. Hysterosalpingogram - on (B)(6) 2017: diagnosis: encounter for post essure sterilization check. X-ray gastrointestinal tract - on (B)(6) 2017: initial reading in the or was that and essure device was not noted.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: device dislocation, fallopian tube perforation, uterine perforation. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: reporter added, lot number added, lab test added , historical drug added. New events added- device breakage, device insertion failed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/5 mm uterine perforation noted in right fundus- no active bleeding'), fallopian tube perforation ('perforation (other)perforation of left fallopian tube is suspected'), device dislocation ('migration of essure device location of device / the essure was found adhered to the distal omentum/foreign body in vagina- right side-suspected essure device/essure device was noted in abdomen over area of sacrum'), pelvic pain ('pelvic pain /pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low grade fever and gas. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (on (B)(6) 2017 plantiff undergo one or more surgeries to remove one or more of the essure coils and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as date of insertion was reported: (B)(6) 2017, (B)(6) 2017. Removal details reported as :(B)(6) 2017 and (B)(6) 2017. 16dec2017:right essure device removed with right fallopian tube. Essure confirmation details are not provided in pfs. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: device dislocation, fallopian tube perforation, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Case become medically confirmed. Date of insertion & date of removal was updated. Added event abnormal bleeding (vaginal, menorrhagia), event added from medical record: uterine perforation, fallopian tube perforation and device dislocation. Concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2017 plaintiff undergo one or more surgeries to remove one or more of the essure coils). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.